Event description:
Customer reports via phone that during a urology stone removal procedure, the system fluoro monitor failed. Physician was able to complete the procedure by walking into the control room and viewing the fluoro image on this monitor. Procedure was completed without further incident, and the patient is fine. Customer would not provide patient gender and age. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot blank table monitor and found the 12v power supply for the monitor was set too low, and adjusted it (up) and the monitor is operating ok. Fse verified proper operation using manuals and service checklist. Unit passed checkout procedures and was returned to full service.